Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after an unknown time period post deployment of a vena cava filter, the ivc filter was retrieved and an alleged detached filter leg was identified. It was further reported that using an inferior jugular vein approach, the health care provider successfully retrieved the detached limb using a snare loop catheter. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual inspection: the device was returned. Five arms and six legs were present and intact. A detached arm was returned with the filter. The arm detached at the base of the apex. The point of detachment was observed under 12.5x and 20x magnification and no portion of the arm remained attached to the filter. The proximal end of the detached arm was observed under 40x magnification and the break appeared slightly jagged. A small amount of tissue was found within the apex of the filter. Functional/dimensional evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was returned. Images were not provided. Based upon the returned sample condition, the complaint investigation is confirmed for a detached filter arm. Based on the information reported, the definitive root cause for this event is unknown. It is unknown if patient or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Event description (updated); complainant name (updated); (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately thirteen months post deployment of a vena cava filter, the ivc filter was retrieved during a scheduled retrieval and an alleged detached filter leg was identified. It was further reported that using an inferior jugular vein approach, the health care provider successfully retrieved the detached limb using a snare loop catheter. There was no reported impact or consequence to the patient.